Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition, prior to the reported impact the ground path impedance was seen to be increasing over time, which points to bone growth over the reference electrode. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user had an accident with trauma to the skull. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had an accident with trauma to the skull. The recipient has been re-implanted.